Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the fill tubing process. The customer's blood glucose was 118 mg/dl at the time of incident. The customer's blood glucose was 118 mg/dl at the time of call. The customer stated that the insulin continued to drip after letting go of the act button during the prime process. The customer was unable to check the remaining reservoir units and the alarm history due to stuck on fill tubing screen. The customer stated that there was a gap between the piston and reservoir. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.